Manufacturer narrative:
A supplemental report will be submitted pending investigation results.

Event description:
On (B)(6) 2022, fujifilm corporation was informed that the subject endoscope (eg-580ut) was cultured, and the disposable forceps valve and elevator tested positive. The results of the positive culture detected the presence of serratia marcescens, stenotrophomonas maltophilia, elizabethkingia miricola, rhizobium radiobacter and candida guilliermondii in the sample taken from the disposable forceps valve. Serratia marcescens, stenotrophomonas maltophilia, and candida albicans were detected in the sample taken from the elevator. The facility reportedly reuses the disposable forceps valve. No patient health hazard was reported. There was no death or serious injury associated with this. As such, this report is being submitted in an abundance of caution.

Manufacturer narrative:
On november 29, 2022, fujifilm corporation concluded the root cause investigation on the eg-580ut. The results of the sampling/culture test conducted by fujifilm were negative. Further inspection of the equipment did not reveal any findings that could contribute to a positive result of the initial sampling/culture test. The scope returned to the facility where it was sampled/cultured again, and the results were negative. Therefore, fujifilm determines that the scope was contaminated by an unknown source during the initial sampling/culture.

Manufacturer narrative:
This supplement is being submitted to FDA as a result of fujifilm corporation's commitment to perform a retrospective review of all mdrs submitted between (B)(6) 2021 and (B)(6) 2023, due to FDA 483 observations issued to fujifilm corporation on (B)(6) 2023. This supplement includes missing or incorrect information in the original MDR filing, and previous supplements where applicable.